Event description:
It was reported that both this patient's right ventricular (rv) lead and cardiac resynchronization therapy pacemaker were explanted due to loss of capture, high capture thresholds and extended periods of asystole greater than 2 seconds. Reportedly, this rv lead was placed in the left bundle branch, which is an off-label placement of this product. This rv lead is not expected to be returned for analysis and no additional adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed and this report would be updated at that time.